Manufacturer narrative:
The technician found the head up valve seal was stuck. The technician replaced the head up valve to resolve the issue.

Event description:
The technician alleged that the bed had no head up function. No injury reported.